Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for evaluation. It was reported that the handpiece did not home. The initial visual/functional investigation found that: visually it was noticed that the drill guide support was bent. Functional inspection confirmed that homing failed due to the bent drill guide support. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established.

Event description:
It was reported that the handpiece did not home. The equipment was swapped out. As this happened during set-up, the patient was not involved.